Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy and anterior repair.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/03/2016.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a grade two cystocele, a stage two uterine prolapse, pelvic pain, dysmenorrhea and a fibroid uterus. The patient underwent mesh removal surgery on (B)(6) 2013 due to pelvic pain and a cystocele. It was reported that the patient underwent laparoscopic colpopexy with a synthetic mesh (bard product per or report) on (B)(6) 2013. No additional information was provided. (B)(4).